Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: no amniotic fluid can be pumped after sealing, only air and change new kit. Issue detected during installation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-may-2023. Investigation summary: one 20039e sample was received without packaging for investigation; the lot number of the complaint sample was reported unknown. No residual fluid was detected in the device. The feedback provided by the customer suggests complete occlusion was detected during use of the smartsite extension set; with no fluid able to flow into the device. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the smartsite extension set to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter addr 1: (B)(6).

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: no amniotic fluid can be pumped after sealing, only air and change new kit. Issue detected during installation.

Manufacturer narrative:
H6: investigation summary: a 20039e sample was not available for investigation; and, the lot number was not provided in this instance. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite extension set; with no fluid able to flow into the device. Further information provided by the customer indicates that the occlusion was at the smartsite of the extension set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: no amniotic fluid can be pumped after sealing, only air and change new kit. Issue detected during installation.